Manufacturer narrative:
The complaint states the 45mm offset neck trial from the reclaim instruments would not sit properly on proximal trial body. No product was returned. Previous investigations found the root cause is attributed to user error. It is suspected to be related to inadvertently over tightening or over loosening the hex nut component. A design change of the locking mechanism was implemented on december 17, 2014 via (B)(4) to help alleviate with this type of complaint. As no lot number was provided it is unknown whether this device was manufactured prior to the changes. No further action indicated however without return of the product the root cause of the complaint cannot be determined. The complaint shall be closed with an unjustified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The 45mm offset neck trial from the reclaim instruments would not sit properly on proximal trial body.